Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead. Physician suspected insulation damage on the rv lead. No changes or intervention was performed. There were no patient consequences.